Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The laser and light source modules were replaced. The system was then tested and met all product specifications. The root cause is nonconforming laser and light source modules. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Event description:
A nurse reported that the equipment had been displaying system messages during surgery. When this happens, they replace the equipment and continue the surgery normally. No injuries have been reported.